Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic protectomy procedure, the surgeon clamped the tissue and tried to fire the device, however the device could not fire. They tried to fired again the device however an error tone was heard. They replaced a new reloadhow ever the device cannot be fired. They used another set of device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.